Event description:
It was reported that the patient had the ins removed two weeks ago but reason for removal was unknown. It was later reported on (B)(6) 2013 that the patient had part of the lead in, unknown amount. It was later reported on (B)(6) 2013 that the patient had a lead fragment left in after the system had been removed and the patient needed a breast MRI. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the distal part of the lead broke off in the patient.

Event description:
Additional information received reported the cause of the event was due to a lead malfunction and the patient needed an MRI. No hospitalization was reported and patient outcome was listed as no injury.

Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v552242, implanted: (B)(6) 2010, product type lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).

Manufacturer narrative:
(B)(4).